Manufacturer narrative:
The explanted device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was noted to have a wound erosion along the edge of the device. A pocket infection was suspected. A replacement procedure was performed; the device was explanted and replaced. In addition, a new right ventricular lead was successfully implanted near the apex with normal measurements. The old leads were elected to be surgically abandoned. During the explant, the erosion through the skin was evident; however, no signs of infection were revealed. The procedure was completed and the patient was moved to recovery. Approximately one hour post procedure, long pauses in ventricular rhythm with with corresponding syncope occurred. Upon interrogation, intermittent right ventricular capture with increased thresholds were noted. It was assumed that the right ventricular (rv) lead had dislodged. A chest x-ray revealed that the rv lead had dislodged and retracted into their right ventricle. The pocket was reopened and the rv lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.